Event description:
Reporter alleged obtaining an error message on the aviva system when he felt hyperglycemic symptoms. Reporter stated he went to the hospital, where a 333 mg/dl result was obtained on their system, and he was treated with 6 units of insulin. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.